Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: thirsty, vomiting. A pt reported they were seen in ER. Their meter allegedly would not give a reading. The result on their meter was apply sample prompt. The result on the ER meter was unknown. The time difference between pt's meter and ER meter was unknown. Treatment was unknown. No further info has been reported.